Event description:
It was reported that the patient experienced hypoglycemia after announcing a usual meal size while consuming a lower-carbohydrate meal, leading to a low glucose event and a request for review of meal announcement use and possible algorithm adjustment. Symptoms included hypoglycemia with a reported nadir of 39 mg/dl or less and impaired awareness of hypoglycemia, with the patient alerted by a caregiver due to inaudible alarms. Outcomes included the need for oral carbohydrate treatment with glucose gummies, peanut butter crackers, and apple juice, without medical intervention or hospitalization. Investigation included complaint intake, user education and troubleshooting regarding meal announcements and alarm awareness, and referral for additional training on appropriate meal size entry. Investigation of this case revealed use error related to incorrect meal size announcement and alarm audibility challenges, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error associated with meal announcement practices and alarm awareness.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.